Event description:
During imaging, the c-ring rotated beyond its limit and hit the nozzle. The brakes were engaged but could not stop the c-ring in time to avoid the collision of the panel with the nozzle.